Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as hives on the patient's back and front. Field services reported the garment was irritating a preexisting incision in the middle of the patient's chest. There is no indication the incision was caused by the lifevest. The patient believes the irritation could be from a reaction to the material of the garment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient use benadryl and the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as hives on the patient's back and front. Field services reported the garment was irritating a preexisting incision in the middle of the patient's chest. There is no indication the incision was caused by the lifevest. The patient believes the irritation could be from a reaction to the material of the garment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient use benadryl and the irritation improved. Supplemental report 9/10/2021: submitting report to correct section g4.